Event description:
It was reported that the bladder of an extra large volume intermate was separated from the tube. This occurred during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between march 25-26, 2025. H11: the device was received for evaluation. Visual inspection of the returned sample noted that the bladder had separated from the stressmember due to missing the film-wrap. The film-wrap is located at the upper area of the bladder and fastens the bladder to the stressmember. When the film-wrap is missing, fluid would leak inside the housing which then causes the bladder to separate from the stressmember. The reported condition was verified. The cause of the missing film-wrap was due to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.